Event description:
It was reported the programmer wand no longer communicates with implantable devices. The programmer wand was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the radiofrequency (rf) head would not communicate with implantable devices due to a cable that was out of specification.